Manufacturer narrative:
It is not known what role, if any, the lava ultimate restoration played in the noted outcome. Other factors, such as prior tooth history and oral hygiene, may have played a role in the need for extraction.

Event description:
On (B)(6) 2016, a dental professional reported that a (B)(6) year-old male patient required extraction of tooth #19. This tooth had a lava ultimate cad/cam restorative for cerec restoration which had been placed on (B)(6) 2013; on (B)(6) 2015, it was noted that the crown was loose, decay and a fracture were present and the tooth was extracted.